Manufacturer narrative:
Investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review was satisfactory, and no quality notifications were generated during manufacturing and inspection. The labeling process for material 245122 includes label reconciliation, where the total number of labels issued is reconciled with the total quantity of labels (cartons/bottles/tubes/etc.) Used in the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label accountability and reconciliation for batch 3152732 were within allowable limits. The complaint history was reviewed, and no other label complaints have been taken on batch 3152732. Retention samples (100) were available for inspection. There were no missing labels observed in the retention samples. Two photos were available for inspection of this complaint. One photo showed three tubes without labels. One photo showed a carton label of batch 3152732. No returns were received to assist in the investigation of this complaint. This complaint can be confirmed for missing labels due to the photos received. Bd will continue to trend complaints for labeling defects.

Event description:
It was reported prior to use that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes were missing the label on 5 tubes. There was no report on patient impact.

Event description:
It was reported prior to use that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes were missing the label on 5 tubes. There was no report on patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.